Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0012215983); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the tav evfxplus-34, upon initial deployment to a target implant depth of 3 mm, a valve infold was noted. The valve was recaptured once and withdrawn from the patient. A new valve was implanted in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: a1. B5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the tav evfxplus-34, upon initial deployment to a target implant depth of 3 mm, a valve infold was noted. The valve was recaptured once and withdrawn from the patient. A new valve was implanted in the patient. No patient complications were reported as a result of this event. Additional information was received that a procedural delay occurred as a result of the infold.